Manufacturer narrative:
E1 correction: upon further review, the country the event occurred in was spain (not germany as indicated before). The country in e1 previously indicated de (germany) and has since been updated in this report to es (spain). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that in the summer of 2021, the patient's pump battery was broken. The patient stated they were in rehab heavily and it was very bad. Nevertheless, the patient managed to contact one of her colleagues from medtronic and the patient stated that he saved their life, so to speak, by giving them precise instructions on what to do. The patient was already contacting a neurosurgical university clinic and there they immediately got a new pump. The patient was unable to find the name of the neurosurgeon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.